Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imagery evaluation revealed inflation balloon material bunching from the distal portion of the crimped valve and balloon torn at the ic bond. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events failure balloon torn. The following instructions for use and manuals were reviewed; IFU for commander with s3 and esheath and procedural manual for commander with s3 and esheath. No ifutraining deficiencies were identified. The complaint for failure balloon torn was confirmed however a complaint history review is not required as the issue has been previously identified in an existing product risk assessment which captures root cause analysis for the issue. A manufacturing mitigation review was performed; separation of the crimp balloon proximal to the ic bond during valve alignment of the delivery system is an issue that has been previously identified and investigated in an existing product risk assessment. Inspections and tests during the manufacturing process support that it is unlikely that a nonconformance would have contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labelingifu inadequacies were identified. The complaint for failure balloon torn was confirmed. No manufacturing nonconformance was identified during the evaluation. Available information suggests that patient (tortuosity) andor procedural factors (high alignment forces, valve alignment in nonstraight section) may have contributed to the reported event. An product risk assessment was previously initiated to document the risks associated with balloon torn issue and a correctivepreventive action was initiated to address this failure mode. No device or labeling problem was identified. Therefore, no further escalation action is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned. Device not returned.

Event description:
As reported, the balloon rupture because the strut of the valve punctured it and this lead to not being able to deploy the valve. The entire system (including the original esheath) was removed and replaced with a new system without further issues. There was no patient harm and the outcome was positive.